Manufacturer narrative:
The customer reported that both of their central nurse's station (cns) displays turned black. No harm or injury was reported.

Event description:
The customer reported that both of their central nurse's station (cns) displays turned black.